Event description:
This patient was implated with a gore excluder aaa endoprosthesis in 2004. In 2006 the patietn presented with what appeared to be a rupturd aneurysm. An emergent conversion was immediately initiated where the patient was identified with a contained rupture and a retroperitoneal hematoma. All components of hte gore exlcuder aaa endoprosthesis were explanted. The patietn's aorta was surgically repaired using a 20 mm x 10 cm bifurcated intervascular polyester vascular graft. The patietn tolerated the procedufe well.

Manufacturer narrative:
The disposition of the explanted devices is currently unk. A review of the manufacturing paperwork is being conducted.